Event description:
A malfunction occurred with the pump, displaying a malfunction code, which could not be reset. There was no adverse impact to the customer's blood glucose level. The customer was instructed to switch to multiple daily injections as a backup to maintain insulin delivery and was sent a replacement pump with updated software by technical support. The customer understood the return procedure for the malfunctioning pump, which included returning it to tandem within 10 days using a pre-paid label.